Manufacturer narrative:
This report is filed novmeber 9, 2016. Implanted device remains.

Event description:
Per the clinic, the patient sustained a trauma to the implant site (date not reported). The impact site subsequently became infected and the device extruded through the skin flap. The patient was treated with antibiotics for a duration of 15 days; however, the issue could not be resolved. On (B)(6) 2016, the device was explanted and the patient was reimplanted with another cochlear device during the same surgery.